Event description:
The user reported a leak from inside the bottom left of the analyzer behind the syringes. The water was into the walkway. No one slipped, fell or was injured. The user had no complaints with patient results.

Manufacturer narrative:
The field service representative determined the water filter f4 was leaking at the top. He replaced the f4 filter was fitting seal. To verify analyzer operation, system was initiated and primed without leak.